Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported via an mhra report that on december 19, 2022, the patient experienced the events of a PICC line infection. The patient's arm become red and swelling to upper arm and patient had a raised temperature. The PICC line dressing was damp and soiled with serous fluid and there was an odor from the insertion site. The line infection showed staphylococcus aureus. On (B)(6) 2022, the patient experienced the event of less weeping of serous fluid, PICC line dressing damp and soiled, serous fluid, dressing soiled, non-offensive straw-colored fluid and dressing also wet and loose. As of (B)(6) 2023, the patient had not recovered. Concomitant therapy: penicillin.